Event description:
It was reported that: a therapist reported that the device stopped ventilating the pt. The pt was manually ventilated with an alternate device and then transferred to another ventilator. No pt injury reported.